Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts were damaged on the most proximal row. The stent struts were pushed misaligned. The undamaged distal section of the crimped stent od(outer diameter) was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found inner shaft polymer extrusion damage at 644mm proximal to the distal end of the bumper tip. The bi-component bond showed no signs of damage or strain. As part of the analysis, a 0.014'' recommended guide wire was inserted from the distal end of the tip and couldn't pass through to the port entry site. The blockage was identified to be at the location where the inner shaft polymer extrusion was damaged. The damages that were noted to the polymer extrusion shaft were most likely due to handling during preparation. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 15-mar-2017 it was reported that the stent had difficulty loading to guidewire occurred. Vascular access was obtained via the femoral artery. The 24x3.0mm target lesion was located in the moderately tortuous coronary artery. A 3.00x24mm promus element¿ plus drug-eluting stent was selected to treat the lesion but could not load onto the non-bsc guidewire. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.